Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. D4: additional device information ¿ correction. H2: additional information - correction. H4: device manufacturer date ¿ correction. H6: event problem and evaluation codes ¿ correction. Data correction.

Event description:
It was reported that signal loss occurred. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported. Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that a signal loss occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).